Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown reason. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(4) 2015.

Manufacturer narrative:
Per the clinic, the patient experienced a sudden performance decrement with device use, however; the issue could not be resolved. Subsequently, the device was explanted. This report is filed september 7th, 2015.